Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# v276425 serial# implanted: (B)(6)2009 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient's healthcare provider (hcp) had two leads that had gone bad and the plan was to replace the implant. At the time of the call the patient was going to turn the implant off to avoid the patient having any shocking like they had in the past. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.